Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were not getting results they wanted from their implantable neurostimulator (ins) so they had it removed and replaced. They mentioned that they were told the trial was only for a week and felt pushed as they wanted to extend it for a week, but told they could not; so they said "let's do it" and felt it was very minor change in results and improvements, only (B)(6)%, but they proceeded to the implant. They were going to their healthcare provider (hcp) for changes to their programming and has only had slight improvement but nothing major like they expected. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.